Event description:
From staff: during nivolumab infusion, patient called in rn, stating her blanket, pillow and clothing felt damp. Upon inspection, rn noted dampness at the connector site of nivolumab line that come from the pharmacy. Infusion was paused. Two pharmacists inspected line and noted possible misthread of anti-reflux valve. Patient piv site intact. Patient affected skin washed with soapy water and affected clothing was changed.